Event description:
It was reported that during a vaginal hysterectomy procedure, the device partially cut and stapled. Another device was used to complete the procedure. There was no patient consequence.

Manufacturer narrative:
Date sent: 7/3/2007. Evaluation summary: the analysis showed that the device was received with the firing mechanism damaged and no cartridge loaded in the device. Eleven cartridges were returned inside the bag. The return device was found to be non functional as the firing mechanism was noted to be damaged. The device was disassembled to verify the condition of the internal components and the pinion axle support was found damaged. No functional test could be performed due to the condition of the device. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications. The batch record was reviewed and no anomalies were noted during the manufacturing process.